Event description:
During preventative maintenance of the device, the field service representative reported that the power cord strain relief was hanging out of the back of the base. The field service representative was able to reattach the strain relief to the base and was able to complete a full inspection of the device after the repair. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event,

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.